Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: a review of the black box showed several power on reset events post a call service 128 motor alarm. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. The cartridge compartment was cracked at the threads. The returned cartridge cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. The leak test failed due a battery compartment leak and a cartridge compartment leak. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly and no power interruptions occurred during the investigation. The alleged "power¿ complaint was unable to be duplicated during investigation. The pump cover was removed and no further moisture ingress or any intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the battery cap threads were stripped, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.